Event description:
It was reported that when the lead was tunneled during the implant it got caught on the dermis and caused discomfort for the patient. Surgical intervention took place on (B)(6) 2023 wherein the lead re-tunneled to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.